Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. During unpacking of a 4.00 x 32 synergy¿ drug-eluting stent, it was noted that the stent separated from the balloon and was stretched from its initial shape when the stent protector was removed. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent struts on rows 1 to 6 on the proximal end of stent were undamaged. The remainder of the distal stent struts were stretched in a distal direction over the bumper tip of the sds. A review of the batch manufacturing crimping data was performed and the maximum crimped stent profile as per manufacturing data was found to be within specifications. A review of the specified inside diameter of the stent protector was performed and it was found to be within specifications. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. It is most likely that stent damage occurred during handling of the device following removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. During unpacking of a 4.00 x 32 synergy¿ drug-eluting stent, it was noted that the stent separated from the balloon and was stretched from its initial shape when the stent protector was removed. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.